Event description:
It was reported that during deployment of a vascular stent in the left sfa, the black outer sheath completely detached from he handle. The stent deployment was completed by pulling on the inner tubing. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.